Event description:
Baxter received a report from a baxter technician to report the tc bariatric plus w/ air brake casters were not holding. The bed was located at the account. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.